Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had migrated, and that one had broken and perforated her uterus./ perforation (uterus),"), device expulsion ("essure micro-inserts had migrated, and that one had broken and perforated her uterus./migration of essure device location of device: uterus"), device breakage ("essure micro-inserts had migrated, and that one had broken and perforated her uterus./ device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain (her symptoms have been moderate, are unchanged and are intermittent. Presently and the patient is experiencing pain located in the left ovary. The patient has a history of ovarian cyst. Pt continues to have significant pain. Desires removal of tubes and coils) and adnexa uteri pain (her symptoms have been moderate, are unchanged and are intermittent. Presently and the patient is experiencing pain located in the left ovary. The patient has a history of ovarian cyst. Pt continues to have significant pain. Desires removal of tubes and coils). Concurrent conditions included removal of kidney stone (surgical removal) since 2009 and fibromyalgia (nature of treatment-to be supplemented). Concomitant products included lamotrigine since 2009 for depression, meloxicam since 2009 for lumbar disc herniation, tizanidine since 2009 for pinched nerve as well as dicycloverine hydrochloride (bentyl), gabapentin and vicodin. In 2011, the patient experienced pelvic pain ("pelvic pain, even when not menstruating / pain"), menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding (menorrhagia)"), nausea ("severe nausea"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("a worsening of her depression /psychological or psychiatric problems condition: depression, anxiety"), anxiety ("a worsening of her anxiety /psychological or psychiatric problems condition: depression, anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), rash ("rashes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and gastrointestinal disorder ("gastrointestinal system condition"). In december 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain dysmenorrhea (cramping)") and weight decreased ("weight loss /weight gain / loss"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In march 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping, even when not menstruating/ severe lower abdominal pain even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), diarrhoea ("severe diarrhea"), vomiting ("severe vomiting"), constipation ("constipation"), pruritus ("itching on legs and abdomen / itching"), fibromyalgia ("fibromyalgia") and dyspepsia ("digestive system condition"). The patient was treated with surgery (bilateral salpingectomy on (B)(4)2017, during which both fallopian tubes were removed), surgery (bilateral salpingectomy on (B)(4)2017, during which both fallopian tubes were removed), surgery (bilateral salpingectomy on (B)(4)2017, during which both fallopian tubes were removed) and surgery (ablation on (B)(4) 2017). Essure was removed on (B)(4)2017. At the time of the report, the uterine perforation, device expulsion, device breakage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, diarrhoea, nausea, vomiting, constipation, dyspareunia, pruritus, fatigue, weight decreased, depression, anxiety, fibromyalgia, vaginal haemorrhage, cystitis, rash, tooth disorder, allergy to metals, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, constipation, cystitis, dental caries, depression, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, pruritus, rash, tooth disorder, tooth loss, uterine pain, uterine perforation, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in jun-2016, doctor sent patient for a pelvic ultrasound, which revealed that both essure micro-inserts had migrated, and that one had broken and perforated her uterus. On (B)(4)2017, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2017: confirmed bilateral migration, breakage in mar-2017, patient had hsg (hysterosalpingogram) test to confirm the location of the essure micro-inserts. The results of the hsg test further confirmed bilateral migration, one of which was broken and subsequent uterine perforation. On (B)(4)2017, foreign body in uterus. On (B)(4)2017, gross description: received in formalin, labeled with patient identification and "bilateral fallopian tubes with essure coils,¿ are 2 undesignated, fimbriated fallopian tubes, each with a metallic coil protruding from the resection margin. Diagnosis: bilateral fallopian tube segments: - complete cross section, both segments. - benign paratubal cyst. - metallic coil present. (B)(4)2017 ¿ hsg (hysterosalpingogram) impression: removal of coils most recent follow-up information incorporated above includes: on (B)(4)2018: mr received. Reporters were added. Medically confirmed case. Patient¿s detail, historical condition and unstructured relevant tests were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure micro-inserts had migrated, and that one had broken and perforated her uterus./ perforation (uterus),'), device expulsion ('essure micro-inserts had migrated, and that one had broken and perforated her uterus./migration of essure device location of device: uterus'), device breakage ('essure micro-inserts had migrated, and that one had broken and perforated her uterus./ device breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain (her symptoms have been moderate, are unchanged and are intermittent. Presently and the patient is experiencing pain located in the left ovary. The patient has a history of ovarian cyst. Pt continues to have significant pain. Desires removal of tubes and coils), adnexa uteri pain (her symptoms have been moderate, are unchanged and are intermittent. Presently and the patient is experiencing pain located in the left ovary. The patient has a history of ovarian cyst. Pt continues to have significant pain. Desires removal of tubes and coils), pap smear abnormal, folliculitis, staphylococcal infection, multiparous, loop electrosurgical excision procedure, cystoscopy, crohn's disease, abdominal pain, drug withdrawal syndrome, drug abuse nos, heart pounding, opioid abuse, eye redness, eye swelling and facial abscess. *in (B)(6) 2017, patient had hsg (hysterosalpingogram) test to confirm the location of the essure micro-inserts. The results of the hsg test further confirmed bilateral migration, one of which was broken and subsequent uterine perforation. On (B)(6) 2017, foreign body in uterus. On (B)(6) 2017, gross description: received in formalin, labeled with patient identification and "bilateral fallopian tubes with essure coils,¿ are 2 undesignated, fimbriated fallopian tubes, each with a metallic coil protruding from the resection margin. Diagnosis: bilateral fallopian tube segments: - complete cross section, both segments. - benign paratubal cyst. - metallic coil present. (B)(6) 2017 ¿ hsg (hysterosalpingogram) impression: removal of coils. Previously administered products included for an unreported indication: antibiotics, diphenhydramine and depo-provera. Concurrent conditions included removal of kidney stone (surgical removal) since 2009, fibromyalgia (nature of treatment-to be supplemented), rectal disorder nos, bowel motility disorder, nephrolithiasis, fever, bladder infection, dysuria, increased urinary frequency, urinary tract infection, flank pain, hematuria, ache, pyelonephritis, wound, feeling jittery and abscess eye. Concomitant products included lamotrigine since 2009 for depression, meloxicam since 2009 for lumbar disc herniation, tizanidine since 2009 for pinched nerve as well as codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverine hydrochloride (bentyl), gabapentin, hydrocodone bitartrate;paracetamol (vicodin), mesalazine (asacol), ondansetron hydrochloride and sulfamethoxazole;trimethoprim (bactrim). In 2011, the patient experienced pelvic pain ("pelvic pain, even when not menstruating / pain"), menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding (menorrhagia)"), nausea ("severe nausea"), vomiting ("severe vomiting/ cant hold food down"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("a worsening of her depression /psychological or psychiatric problems condition: depression, anxiety"), anxiety ("a worsening of her anxiety /psychological or psychiatric problems condition: depression, anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection bladder"), rash ("rashes"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and abdominal pain upper ("stomach pain"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain dysmenorrhea (cramping)/cramping") and was found to have weight decreased ("weight loss /weight gain / loss"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping, even when not menstruating/ severe lower abdominal pain even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), diarrhoea ("severe diarrhea"), constipation ("constipation"), pruritus ("itching on legs and abdomen / itching") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation on (B)(6) 2017 and bilateral salpingectomy on (B)(6) 2017, during which both fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, device breakage, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, diarrhoea, nausea, vomiting, constipation, dyspareunia, pruritus, fatigue, weight decreased, depression, anxiety, fibromyalgia, cystitis, rash, tooth disorder, allergy to metals and abdominal pain upper outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, anxiety, arthralgia, back pain, constipation, cystitis, dental caries, depression, device breakage, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, nausea, pelvic pain, pruritus, rash, tooth disorder, tooth loss, uterine pain, uterine perforation, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, doctor sent patient for a pelvic ultrasound, which revealed that both essure micro-inserts had migrated, and that one had broken and perforated her uterus. On (B)(6) 2017, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Discrepancy noted essure insertion date in this follow up is 14-jun-2012 but in summons the essure insertion date was december 2011. Current weight 180.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: results: confirmed bilateral migration, breakage. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received. Reporters information updated. Event verbatim:severe vomiting/ cant hold food down, abnormally severe menstrual pain dysmenorrhea (cramping)/cramping were updated .event outcome were updated :pain , bleeding, cramping to recovering. Event gastrointestinal system condition and digestive system condition updated to stomach pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had migrated, and that one had broken and perforated her uterus./ perforation (uterus)"), device dislocation ("essure micro-inserts had migrated, and that one had broken and perforated her uterus/migration of essure device location of device: uterus"), device breakage ("essure micro-inserts had migrated, and that one had broken and perforated her uterus/ device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included removal of kidney stone (surgical removal) since 2009 and fibromyalgia (nature of treatment-to be supplemented). Concomitant products included lamotrigine since 2009 for depression, meloxicam since 2009 for lumbar disc herniation, tizanidine since 2009 for pinched nerve as well as dicycloverine hydrochloride (bentyl), gabapentin and vicodin. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pelvic pain, even when not menstruating / pain"), menorrhagia ("abnormally heavy menstrual bleeding /abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), nausea ("severe nausea"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), depression ("a worsening of her depression /psychological or psychiatric problems condition: depression, anxiety"), anxiety ("a worsening of her anxiety /psychological or psychiatric problems condition: depression, anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), rash ("rashes or skin conditions type: rashes and itching"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: to be supplemented"). In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain dysmenorrhea (cramping)") and weight decreased ("weight loss /weight gain / loss"). In 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping, even when not menstruating/ severe lower abdominal pain even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), diarrhoea ("severe diarrhea"), vomiting ("severe vomiting"), constipation ("constipation"), pruritus ("itching on legs and abdomen /rashes or skin conditions type: rashes and itching"), fibromyalgia ("fibromyalgia") and dyspepsia ("gastrointestinal or digestive system condition type: to be supplemented"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017, during which both fallopian tubes were removed) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, diarrhoea, nausea, vomiting, constipation, dyspareunia, pruritus, fatigue, weight decreased, depression, anxiety, fibromyalgia, genital haemorrhage, vaginal haemorrhage, cystitis, rash, tooth disorder, allergy to metals, gastrointestinal disorder and dyspepsia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, constipation, cystitis, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, pruritus, rash, tooth disorder, tooth loss, uterine pain, uterine perforation, vaginal haemorrhage, vomiting and weight decreased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, doctor sent patient for a pelvic ultrasound, which revealed that both essure micro-inserts had migrated, and that one had broken and perforated her uterus. On (B)(6) 2017, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: confirmed bilateral migration, breakage from (B)(6) 2006 to 2011 patient used supplemented medications. In (B)(6) 2017, patient had hsg (hysterosalpingogram) test to confirm the location of the essure micro-inserts. The results of the hsg test further confirmed bilateral migration, breakage and subsequent uterine perforation. On (B)(6) 2017 via hysterosalpingogram (hsg), result was breakage of essure device, essure coils had migrated, one of which was broken and perforating uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter was added. Patient¿s concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection bladder, rashes and itching, dental problems, nickel allergy, gastrointestinal or digestive system condition and lower abdominal pain were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure micro-inserts had migrated, and that one had broken and perforated her uterus."), device dislocation ("essure micro-inserts had migrated, and that one had broken and perforated her uterus.") And device breakage ("essure micro-inserts had migrated, and that one had broken and perforated her uterus.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, even when not menstruating"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("abdominal cramping, even when not menstruating/ severe lower abdominal pain even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), arthralgia ("severe hip pain, even when not menstruating"), uterine pain ("severe uterine pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), diarrhoea ("severe diarrhea"), nausea ("severe nausea"), vomiting ("severe vomiting"), constipation ("constipation"), dyspareunia ("painful intercourse"), pruritus ("itching on legs and abdomen"), fatigue ("chronic fatigue"), weight decreased ("weight loss"), depression ("a worsening of her depression"), anxiety ("a worsening of her anxiety") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (bilateral salpingectomy on(B)(6)2017, during which both fallopian tubes were removed). Essure was removed. At the time of the report, the uterine perforation, device dislocation, device breakage, pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, dental caries, tooth loss, dysgeusia, diarrhoea, nausea, vomiting, constipation, dyspareunia, pruritus, fatigue, weight decreased, depression, anxiety and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, constipation, dental caries, depression, device breakage, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, nausea, pelvic pain, pruritus, tooth loss, uterine pain, uterine perforation, vomiting and weight decreased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, doctor sent patient for a pelvic ultrasound, which revealed that both essure micro-inserts had migrated, and that one had broken and perforated her uterus. On (B)(6) 2017, plaintiff underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results: in (B)(6) 2017, patient had hsg (hysterosalpingogram) test to confirm the location of the essure micro-inserts. The results of the hsg test further confirmed bilateral migration, breakage and subsequent uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.